Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer was going to check blood glucose and when pushed the b and act button the number started scrolling. Customer took out the battery, reinserted, and the device alarmed button error. Customer's blood glucose was 220 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to revert to back up plan. No further information reported.